Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Field follow-up has learned the physician has decided to wait for some time to replace this device as the patient has not had any episodes since implant. The device will be checked again at the next scheduled follow-up.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) could not be interrogated. A magnet was placed over the ICD and no beeping tones were heard. At the last patient follow up in (B)(6) 2017, the remaining longevity was six years. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for assistance. A ts consultant talked the field representative through additional troubleshooting (different programmer, different wand, moving to a different location for interrogation) but these were all unsuccessful. As a result, it is suspected that the ICD is not operating as expected and replacement was recommended.